Manufacturer narrative:
This supplemental report is being submitted to provide review of the device history records (DHR) and investigation conclusion. The device history records for this device were reviewed and all records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. No abnormalities were found. The device was reported to have sustained e200 internal error code 200. Evaluation was unable to duplicate the reported error code. The error log on the unit did show errors e200 ref 89 and e200 ref 25. During testing of this unit the rv1 was unstable due to a faulty pkrf board, and after it was used with a test board the outputs were within specifications. The unit then passed all tests. The unit has up to date software and multiple scratches and can use as is. Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
Device was received and evaluated. Evaluation determined that the reported issue was unable to be duplicated, there were no 200 error message observed during a post check which was performed 15 times, however, a faulty pkrf board was observed. Review of fault log revealed 200 ref 89 errors (buslim failure) occurred 6 times on the log and 200 ref 25 (overdose signal error) appeared 4 times on the log. In addition, minor scratches were observed on the unit housing. The identified parts were replaced, device was repaired. Once completed, the device was tested and passed required testing and specifications.

Event description:
It was reported that during an unspecified procedure the device exhibited an internal error code 200. No further details provided regarding the reported event. No patient harm or injury reported due to the event. No user harm was reported.